Event description:
The balloon burst at 16 atm.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination; traces of dried blood residue were noted within the balloon. The balloon exhibited a 1.2 cm axially-directed tear, .6 cm proximal to the distal tip. Microscopic examination: further evaluation using scanning electron microscopy (sem) revealed evidence of external surface abrasions intersecting and adjacent to the tear edges. Although the exact cause for the balloon damage could not be determined, it appears that the balloon was exposed to an unidentified source of abrasion.